Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. The analyst noted no damage to the lead was noted during analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician attempted to place the lead through an introducer that was kinked due to the patient's anatomy. He obtained a separate veinous access and place the lead in the right ventricular (rv) apex. Sensing was acceptable but the impedance was over 4,000 ohms and there was no capture at 5 volts. The physician believed the lead was damaged when he attempted to push the lead through the sheath that was kinked. The lead was remove and a different lead was then implanted without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.